Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Add. Info received 28feb2018: (B)(4): reason for celect implant (B)(6) 2012 - history of dvt and pe, lot. E2826456. (B)(4): reason for celect implant (B)(6) 2012 - dvt and prior failure of anticoagulation, lot. E2826704 (B)(4): reason for celect implant (B)(6) 2012 - retrieval of prior cook filter, lot. Unknown . It is alleged that "[pt] received a bard g2 ivc filter on (B)(6) 2009". It is alleged that "the implanted cook celect filter (implanted (B)(6) 2012) was retrieved percutaneous (B)(6) 2012." Reason of retrieval was "unable to remove bard filter, without removing cook celect filter". Another cook celect filter was retrieved percutaneous (B)(6) 2012. Reason of retrieval was acute pe, bilateral lower extremity dvt and inferior vena cava thrombosis". [Pt] is alleging "migration, tilt, perforated into the accessory renal vein, ivc filter embedded within the vena cava, recurrent dvt and pe with cook filter in place, mechanical and chemical thrombectomy". Patient outcome: add. Info received 28feb2018: it is alleged "[pt]'s injuries include recurrent pe and dvt, large inferior vena cava thrombus, the inferior vena cava is widely patent above the ivc filter, the inferior vena cava is occluded at the level of the filter, thrombosed ivc filter, thrombosed right common iliac and external iliac veins, chronic dvt left common femoral vein, and multiple collateral paraspinal veins which are opacified. [Pt] underwent mechanical thrombectomy and angioplasty of the right common iliac vein and inferior vena cava. [Pt] also underwent chemical thrombolysis. [Pt] has severe leg pain and swelling and severe back pain. [Pt] has pain, suffering, mental anguish. Two or more dvt after implant of cook celect filter.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿migration, tilt, perforation, embedded, dvt, pe, ivc thrombus, pain, mental anguish". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Unknown if the reported pain is directly related to the filter. Unknown if the reported dvt, mental anguish are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Rpn and lot# are unknown (lot # given does not correspond with ivc filter), but the filter celect is manufactured and inspected according to a43498 (celect mi) and a43590 (celect qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.